Manufacturer narrative:
The product sample or additional supporting materials from the account was not available for this incident. Without a physical product sample, we are unable to perform any functional or visual testing. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Additional attempts to obtain information and the device have been made. A supplemental report will be submitted with new details if they become available. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the laparoscopic sleeve gastrectomy procedure, the device had incomplete staple line in distal part. Stapler hit a hard stop and stopped firing about 15 mm through the 60 mm load. Surgeon could not fire any further; he pulled back on black knobs and excised remaining load that was not ale to be fired. To fixed the issue, the surgeon excised the rest of the reinforcement/staple that was not fired, and fired a new staple cartridge. No patient injury noted.